Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2020, information was received from an healthcare professional (hcp), regarding a patient receiving baclofen (unknown dose and concentration) via an implantable pump for multiple sclerosis. It was reported the patient was admitted to the hcp's hospital on (B)(6) 2020 with symptoms indicating their pump was not working as well as other unrelated health issues. The caller reported the patient had no further information regarding their pump and they did not think the battery was working. The functionality of the pump and life of the pump were reviewed. Based off implant date, the pump should not be functioning at this time. The caller confirmed understanding of the information and would contact the managing hcp to have the pump replaced.